Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found the cannula broken in half. Analysis was unable to confirm the customer received the sensor in said condition due to the customer returned it opened/used.

Event description:
The customer called into report bent sensor cannulas and sensor error alerts. The customer's blood glucose level was unknown. The customer stated he sat down to insert the sensors, and was advised that for best results to stand while inserting. The customer removed his current sensor and found a bent and bloody on the cannula. The customer's sensors were replaced and returned for analysis.